Event description:
The harmonic scalpel stopped working approximately 30 minutes into a laparoscopic gastric bypass case. Operating room (or) staff attempted to reset the machine and tighten the handpiece. The instrument would not work. A new harmonic scalpel was opened and used for the remainder of the case.